Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had an upcoming x-ray. They turned their stimulation off and the programmer showed a guy laying down and appeared to be in MRI mode. It was reviewed that for an x-ray the patient didn't need to go into MRI mode. The patient was reviewed on how to turn the ins off and how to turn it back on. They turned the ins back on and the programmer showed that they were on 5.5 volts and they couldn't feel stimulation. They used to be at 3.5 volts. They increased the stimulation to 6.0 volts and could feel it but they could barely feel it at 6.0 volts and before they felt it more at 3.5 volts. They reported that they must have messed it up somehow when they turned the ins off for the upcoming x-ray. No further complications reported.